Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the defective clips did not clamp closed and then the gun misfired following the malformed one that deployed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was received in good visual condition, however the jaws were yielded. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by device misfired? Did device jam (not fire) or not deploy clips from jaws of device? Please provide more detail regarding issue. No clips came out of device after the malformed one.